Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR. The device was not returned therefore, a full investigation could not be perform. Review of the lot history record did not note any reported anomalies during mfg of the reported lot.

Event description:
It was reported that the tip would not stay attached during two different asi hip procedure. No impact to the pt reported.